Event description:
It was reported that the OR Towels have lint that has been coming off and finding it in their heparinized saline bowls and after they wipe their wires down. There is a concern that this can potentially cause harm to a patient while doing angio type procedures.

Manufacturer narrative:
It was reported that the OR Towels have lint that has been coming off and finding it in their heparinized saline bowls and after they wipe their wires down. There is a concern that this can potentially cause harm to a patient while doing angio type procedures. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.